Event description:
A malfunction alarm was reported during pump operation, specifically alarm 20. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl, so there was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer in properly loading a new cartridge, which allowed them to successfully resume insulin therapy. No previous alarms of this type were reported with the current pump.